Event description:
The tip of the oral care device (plastic and sponge) broke off in patient's mouth while nurse was brushing teeth. It was difficult to remove from patient's mouth. The tip was removed with no adverse outcome.====================== health professional's impression======================unknown